Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they had a leaking cassette which caused their cycler to alarm. In addition the cone on their 4.25% solution got stuck when they tried to pop it. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but could not confirm if the patient completed treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow-up with the patient, it was confirmed the patient was able to complete treatment by setting up with new supplies. The fluid leak occurred from the cassette tubing only. The reported alarm was unknown. The supply bag and cassette are not available to be returned for evaluation to the manufacturer because they were discarded.